Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.

Event description:
Reported receiving false positive flu results. Patient information and number of instances are unknown. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.